Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. Device history lot, part: 03.019.006, lot: 8296797, manufacturing site: (B)(4), release to warehouse date: 27 february 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background. Upon return of the concomitant insertion handle, it was observed at us customer quality (cq) that the device was deformed. Returned product investigation flow: damage: visual (appearance not as expected). Visual inspection. A burr was observed at the most distal and outer edge of the handle's aiming arm assembly feature, which intruded onto the surface which interfaces with the aiming arm. The deformation was attributed to hammer marks noted on the surface adjacent and perpendicular to the interfacing surface. No other issues were observed to the insertion handle or returned concomitant aiming arm and connecting screw. The received condition agreed with the initial observation (complaint) made during the investigation requirements activity at us cq. The complaint was confirmed. The damage noted may affect proper assembly of the insertion handle with the aiming arm, which could potentially contribute to implant misalignment issues. Dimensional inspection of the relevant feature was not completed due to the received damage condition of the device. Document/specification review. During the investigation, no product design issues were observed that may have contributed to the complaint condition. Conclusion. The complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined as the event conditions were unknown; however, due to the hammer marks observed, it appears the device was inappropriately hammered. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, at the sterile processing department, the driving cap was found broken and the insertion handle was found deformed in a way to affect alignment. There was no patient involvement. Concomitant devices reported: aiming arm (part# 03.019.008, lot# 7641797, quantity 1); connecting screw (part# 03.019.007, lot# 9210156, quantity 1). This complaint involves two (2) devices. This complaint involves one (1) insertion handle for multiloc humeral nailing system. This is report 2 of 2 for (B)(4).